Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, at the point of no recapture at a depth of 1 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), an atrio-ventricular (av) block of unspecified severity was observed. Upon full release of the valve, it was noted that the valve dislodged to 0 mm on the ncc and 4 mm on the lcc. Trivial to mild paravalvular leak (pvl) was observed, and the positioning of the valve was deemed acceptable. Subsequently, temporary pacing was inserted into the patient, and it was noted that the block had resolved just prior to the patient leaving the operating room. It was noted that the patient would be observed for several days prior to the removal of the temporary pacing lead.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 27-jan-2028, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.